Manufacturer narrative:
Complaint summary: biomed reported that on (B)(6) 2024 at 3:45 pm cst, the device crashed and booted into deep settings, the staff reported that it would constantly ask them for a password to get into the deep settings. Biomed provided the medical staff with the password and after he arrived at the hospital the unit was back up and running all settings had been reset and he had to reconfigure the unit. Biomed requested nk ts to take a look at the logs to see why the g5 crashed and if it needs to be serviced. Bme also noticed a lot of warning errors about the cpu being close to 100% of usage in the audit log. Investigation summary: nihon kohden corporation analysed the logs for the cu-151ra serial number: (B)(6) and found that the monitor was turned off normally at the following times: on (B)(6) 2024 14:31:44 mmev_button_down (0x10800000), power, on (B)(6) 2024 14:31:48 obj: mmbutton_poweroff_do, dat: 0x00000000, hdl: 0x406bf9b8. On (B)(6) 2024 14:31:48 debug log> request device bye, bye done (00000002, 40043cb4, 40043cb4). On (B)(6) 2024 14:31:58 power log> power off [normal] (1). After that, the diagnostic screen was launched normally at the following timing. On (B)(6) 2024 15:19:56 power log> power on [csm-1500 (190e70) v02-27 (6d71209b) USA] ICU, touch type 2, qm-150p: none, ext. Touch: discnct. On (B)(6) 2024 15:19:56 debug log> diag in. After the password was entered, the initialization was done on the diagnostic screen. On (B)(6) 2024 15:48:17 obj: mmbutton_initialize, dat: 0x00000005, hdl: 0x40708578, on (B)(6) 2024 15:48:21 obj: mmbutton_diag_system_init_yes, dat: 0x00000001, dl: 0x407086a0. Since there was no record of a device error in the logs, we presumed the diagnostic screen was launched as a normal operation. In addition, the setting reset was derived from the initialization being performed on the diagnostic screen. Based on these findings, we concluded the device was normal and any repairs would not be required. Based on our analysis, we presumed the system worked properly without any problems. Therefore, we would not take additional measures to prevent recurrence. Additional information: b4: date of this report. G3: date received by manufacturer. G6: type of report. H2: if follow-up, what type? H4: adverse event problem codes. H11: additional manufacturer narrative.

Event description:
Biomedical engineer (bme) reported that the g5 monitor had crashed and booted into the deep settings, this happened after work hours. The nursing staff reported to the bme that it would constantly request them to enter the password to get into the deep settings. Bme provided the nursing staff with the password. After the bme arrived at the hospital, the unit was back up and running. However, all settings had been reset and bme had to reconfigure the unit. Bme requested that nk take a look at the logs to see why the g5 monitor crashed. There was no harm reported.

Manufacturer narrative:
Biomedical engineer (bme) reported that the g5 monitor had crashed and booted into the deep settings, this happened after work hours. The nursing staff reported to the bme that it would constantly request them to enter the password to get into the deep settings. Bme provided the nursing staff with the password. After the bme arrived at the hospital, the unit was back up and running. However, all settings had been reset and bme had to reconfigure the unit. Bme requested that nk take a look at the logs to see why the g5 monitor crashed. There was no patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: d10 concomitant medical device: the following device(s) were used in conjunction with the g9 monitor: bedside monitor (bsm): model #: bsm-1733a. Serial #: (B)(6). Device manufacturer data: ni. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.

Event description:
Biomedical engineer (bme) reported that the g5 monitor had crashed and booted into the deep settings, this happened after work hours. The nursing staff reported to the bme that it would constantly request them to enter the password to get into the deep settings. Bme provided the nursing staff with the password. After the bme arrived at the hospital, the unit was back up and running. However, all settings had been reset and bme had to reconfigure the unit. Bme requested that nk take a look at the logs to see why the g5 monitor crashed. There was no harm reported.